Event description:
During functional testing at zoll medical corporation, the device was unable to obtain an ECG signal.

Manufacturer narrative:
The malfunction was duplicated and attributed to an open wire within the multi-function cable. Trend analysis for failures of this type does not indicate an increase in frequency.